Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that pump screen would not turn on and an unspecified malfunction alarm occurred. Customer reset the pump, pump screen turned on and the malfunction alarm was cleared. The customer reported not using the pump for insulin therapy. The customer reverted to an alternate method of insulin therapy.